Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range pacing lead impedance, noise and loss of capture were observed during follow-up. Fracture was noted. Lead was capped and replaced. Patients condition was stable after the event.